Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; type 1a endoleak, a type 3a endoleak with component separation of the left common iliac artery (lcia), an occlusion of hypogastric stent, occlusion of the hypogastric vessel, a type 3b endoleak, dilation of the proximal extension, dilation of the main body stent, and aneurysm growth in the right iliac as well as the left iliac. A type 3a endoleak of the right common iliac artery could not be confirmed with the information provided. The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use due to non-endologix stents used in conjunction with afx devices, connective tissue disorder, excessive ballooning, and non-endologix stents implanted within the main body stent. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received, the patient had an explant procedure in (B)(6) 2016. The patient is reported to be well post implanted.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and four limb extensions on (B)(6) 2014. Upon follow up computed tomography (CT) revealed a type 3a endoleak. The physician elected to implant a competitor device to resolve the endoleak. A follow up CT 5 days post procedure showed a potential type 1a endoleak. An angiogram was completed and revealed patient aortic neck diameter had increased. The physician has referred the patient to a specialist. Another intervention has not been scheduled. The patent is in stable condition.